Event description:
65 days after implantation of a 3.5 x 20mm taxus drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the calcified target lesion was located in the proximal right coronary artery (rca). A pre-intervention % stenosis was not reported. The lesion was pre-dilated with a 3.5 x 15mm balloon and a 3.5 x 20mm taxus stent was deployed. The stent was post-dilated with a 3.5 x 20mm quantum balloon, then a 3.75 x 15mm nc ranger. A post-intervention stenosis of 0% was reported. No info was reported concerning vessel tortuosity. The pt received plavix post-intervention. It was reported that the pt had no complications. It was noted that the pt had not been on plavix pre-procedure. The pt presented 65 days after the initial procedure with an in-stent restenosis in the proximal (rca). A pre-intervention restenosis of 100% was reported. A 3.5 x 28mm taxus stent was deployed in the lesion followed by post-dilation with a 3.75 x 8mm quantum balloon. The pt received reopro during the procedure and was continued on plavix after the procedure. "Pt complications" was reported as "none." The pt's condition was reported as "satisfactory/good".